Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt's mother reported insulin spilled into her daughter's insulin infusion device cartridge compartment while trying to remove the cartridge. The pt's mother was advised to make sure the cartridge is completely separated from the piston rod before pulling the cartridge out. The pt is currently in the hospital for issues unrelated to the infusion device. The pt's nurse was educated on how to remove the cartridge from the infusion device and to remove the plunger from the piston rod. The pt's nurse stated that a little insulin spilled inside the device when she removed the plunger. The pt's nurse was advised to let the infusion device dry completely before inserting a new cartridge, priming, and placing the device in the run mode. On follow-up, the pt's mother stated the infusion device is "working fine". No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.